Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 8 tubes overfilled. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 8 tubes overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-nov-2025. Investigation summary: bd received 97 samples and one photo for investigation. Out of the 97 returned samples, a visual inspection was conducted and no issues were identified. The photo provided was evaluated and does not show overfill. Furthermore, functional tests were performed on 10 of these returned samples, and all tubes were within specification limits. Additionally, 100 retained samples were visually inspected with no issues being identified. Functional tests were also performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.